Event description:
It was reported that the user switched infusion sets from inset to a different model and, while removing the paper backing from the adhesive, inadvertently detached the teflon cannula from the applicator prior to insertion; the pump remained connected, no alerts or alarms occurred, and the concern related to the cannula component and an incorrectly performed procedure, with replacement supplies requested. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem involving the cannula, consistent with an improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.